Manufacturer narrative:
One opened device was received and evaluated. The device passed testing. No separations were noted. Based on the data verified, hospira could not attribute the issue to the device. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported a separation. On an unspecified date, the spin-loc male adapter of the tubing set was connected to the patient's peripherally inserted central catheter and was being used to deliver an unspecified IV solution. The customer contact reported that approx five minutes after the staff turned the patient in bed without difficulty, the tubing separated from the t-connector of the tubing set. It was reported that an unspecified volume of solution leaked onto the bed. The tubing set was replaced and the therapy was completed. There were no reported adverse pt effects and no reported delay of therapy critical to this patient. No medical interventions were required. Though requested, no add'l info was provided.